Event description:
Patient allegedly received an implant on (B)(6)2015 via the right femoral vein due to history of deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "after the filer [sic] was implanted I had this terrible pain in my right thigh and my right abdomen and back. It was like a pinching pain that was almost constant and it got better after the filter removal but sometimes I still have a pain in the area". Patient further notes limited mobility, anxiety and depression and received an antidepressant medication. Per the inferior vena cava (ivc) filter placement report dated (B)(6)2015 : "then the guidewire was inserted and then using a cook vena cava filter celect was inserted in the infrarenal position". Per the independent review of a (B)(6)2015 computed tomography (CT) of abdomen and pelvis with oral contrast dated (B)(6)2017 "positive for caval perforation. Superior extent of caval filter l1-2 vertebral body. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc". "Maximum distance prongs perforated approximately 4mm". "Coronal images approximately 4 degree tilt left to right". "Sagittal images 2 degree tilt anterior posterior". Diameter of ivc directly above filter 16 x 11mm". Per the ivc filter retrieval dated (B)(6)2018 : "no significant thrombus noted on filter. Successfully removed, no fractured struts. Completion venogram demonstrates no injury to the vena cava".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes) h6 (device code): appropriate term/code not available for device perforation h6 (device code): appropriate term/code not available for device tilt investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, pain, anxiety, depression, limited mobility vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, depression, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.